Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-05585, 05586, 05587. It was reported the pt chose to undergo an alternative medical option. As a result, the pt's scs system was explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.